Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge, filter, delivery catheter sheath, and dilator. Visual inspection revealed the presence of what looks like small plastic-like fragments on the filter. Delamination of the sheath¿s inner lining may have caused the liner to adhere to the filter legs, resulting in the difficulty of the legs to expand. A sustaining engineering project has been initiated to identify the root cause of the delamination issue and to develop and implement an appropriate corrective action. Additional information provided in d.9., h.3., h.6. And h.11.

Event description:
A doctor from the interventional department of the fourth affiliated hospital (B)(6) came to the hospital for consultation on surgery and performed the implantation of a vena cava filter. The intraoperative imaging was successful, and the filter was released but failed to open. Despite repeated attempts, the filter still cannot be opened properly. Use the filter recycling kit to remove the filter. In vitro experiments showed that the filter legs were hooked together and could not be opened smoothly. The patient switched to another filter and successfully opened and released it.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.